Event description:
It was reported that after a successful directional coronary atherectomy procedure, perforation was observed distally where the guide wire had been placed. Contrast was observed to leak into the venous system (a-v fistula). Two non-covered stents were deployed, but the fistula was not excluded. Two covered shunts were then deployed, successfully excluding the fistula. No further treatment was reported.